Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cause of the elevated bg was due to the customer not performing the fill tubing step properly. Tandem technical support educated the customer on the proper steps of the process; customer acknowledged. The customer addressed impacted bg with the pump.